Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported that the unit shut off unexpectedly while operating on ac and connected to a patient. The unit did alarm and customer checked the error code listings and found error codes of data acquisition (da) pcba adc reference failed and data acquisition (da) pcba adc failed. Customer reported there was no harm or injury to the patient.